Event description:
Towards the end of the night shift, the nurse noticed that the 500cc bag of normal saline that had been infusing into the patient's left radial arterial line was empty. A new 500cc bag had been hung at the night before when the patient arrived from surgery to the cvicu because that 500cc bag of normal saline was empty also. The nurse then changed out the entire transducer tubing set. When tested later by the nursing staff, there was a steady drop of flow of fluid into the sink.a pressure bag was also in use. There was no apparent injury to the patient at the time of this incident and the patient was later discharged with no indication of injury.